Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) was part of the system revision due to infection with sepsis. Reportedly, the patient had sepsis on the artificial knee joints and the patient was recently hospitalized due to another health diagnosis. All available information indicated that the crt-d remains in service. There were no additional adverse patient effects reported.